Manufacturer narrative:
The reported issue was addressed with phone support. An isi field service engineer (fse) contacted the customer, and the customer stated this same endoscope had issues during previous case. Cases on friday also went through with no errors noted by the staff. The customer also mentioned that when testing a different instrument on universal surgical manipulator (usm) 3 it engaged without error. No site visit was conducted. The system was working properly, and no additional action was required. The probable root cause of horizon issues cannot be determined based on the information provided. Since the instrument was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered endoscope horizon issues. The staff explained they had reseated the endoscope and sterile adapter multiple times with no resolution. The staff ultimately power cycled the system and the horizon issue was resolved. The tse explained that removing the endoscope, adjusting the endoscope base 180 degrees, depressing the instrument clutch button, then reinstalling the endoscope will normally resolve the horizon issue. The tse explained the issue can be caused by the endoscope or set up/endoscope manipulation. The procedure was completed with no reported injury.